Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to fluid ingress. Our evaluation found fluid inside the tubing of the smart pneumatic module board, the manifold assembly, and the compressor. The smart pneumatic module board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed "off set self check failure - 1174" and did not respond to the front panel controls. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.